Event description:
The unit was returned to service with no specified issue. Upon triage the service technician found that the lcd display had a black spot on the left corner causing the letters to be illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the lcd display had a black spot on the left corner causing the letters to be illegible. The root cause is excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.